Event description:
It was reported that there was an extension revision being done. It was noted that one side extension had been removed a couple of months prior to the date of this report. The lead was left in place and connected to the other side of the port on the implantable neurostimulator (ins). When impedance was checked, all values were within normal limits. It was unknown why the impedance would be normal if one of the extensions was removed and the lead was not connected to the implantable neurostimulator (ins) pocket. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).